Event description:
Complainant alleged that while attempting to convert the heart rhythm of pt, the electrodes were unable to detect an ECG signal. The user checked the connection of the electrdes to the associated device and at the pt end. It was then noticed that a "thick, brown fluid" was seen leaking from the posterior electrode. A new set of electrode pads were placed onto the pt and the cardioversion proceeded without event. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.